Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator/nurse reported that the patient has had multiple driveline infections since implantations of the lvad requiring continuing antibiotic treatments. Currently, the patient is in a rehabilitation facility and on IV medication for the infection (reference manufacturer's medwatch report# 2916596-2013-01744). A sternal debridement was reportedly performed approximately three days post-implantation of the lvad. Since the sternal debridement, the patient has reportedly had issues with infection requiring antibiotic treatments. The hospital also suspects that the sternal infection caused either a pump pocket infection and/or driveline infection requiring home IV antibiotic. Other medical history reported by the vad coordinator included a gastric bypass prior to implantation of the lvad due to the patient's large size.